Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure a farastar generator was selected for use. During procedure, error 322 was displayed. Troubleshooting was attempted; power cycled the generator and then got a 201 error. Rep press and held the 201 and showed in the 1st grouping of numbers 0100. Which would be a hv power supply. The case was cancelled. No patient complications were reported. It was further reported that the procedure was completed with an alternate device. No patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure a farastar generator was selected for use. During procedure, error 322 was displayed. Troubleshooting was attempted; power cycled the generator and then got a 201 error. Rep press and held the 201 and showed in the 1st grouping of numbers 0100. Which would be a hv power supply. The case was cancelled. No patient complications were reported.